Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported that during a patient head procedure, they are seeing shading artifacts between the bone and soft tissue. There was no report of misrepresentation or mistreatment, and there was no report of harm to a patient, operator, or bystander. A philips field service engineer (fse) confirmed there was no patient rescan performed. The fse confirmed there was no report of the procedure outcome being influenced by image quality.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that while performing a head/brain procedure, a smudge artifact was recognized between the bone and soft tissue. There was no report of a rescan being performed nor report of misinterpretation or misdiagnosis associated with this issue. The customer contacted the philips help desk to inform them of the issue and a field service engineer (fse) was dispatched to the site. On (B)(4) 2015, the fse arrived on site and evaluated the system. Upon evaluation, the fse found that the system was functioning as specified and that the smudge artifact was intermittent. No image data or bug reports were provided for engineering assessment from philips field service. Since there were no failed parts, image data, bug reports, or log files provided from the field, a cause of the issue could not be determined by CT engineering. There has been no report of recurrence after the initial report. CT engineering determined this issue to be an acceptable risk, and the following mitigations for this issue include: the instructions for use document shall contain operator instructions to call service personnel if artifacts are observed during the quick iq check or constancy test. The level of bone beam hardening artifacts of the system shall be comparable to baseline images by a qualified observer when evaluated in accordance with reference image library. The level of noise streak artifacts of the system shall be comparable to baseline images by a qualified observer when evaluated in accordance with reference image library. The accompanying user document shall contain operator instructions to call service personnel if artifacts are observed even after performing indicated short tube conditioning and calibration. The instructions for use document shall contain operator instructions to perform air calibrations once every week. Where new brain filters (also known as ibrain) are selected, for regions in the reconstructed image that have CT number corresponding to white matter or other hypo-dense tissues, the system shall achieve a CT number change relative to when ibrain is not commanded, of no more than +/- 5 hu. While planning an offline reconstruction for a given series, the system shall allow the user to enable or disable ibrain filter for that particular reconstruction. The region service manager (rsm) reported that no immediate action was taken and that no parts were replaced in regards to this issue as the system was performing as specified when evaluated by philips service.